Manufacturer narrative:
(B)(4). Batch # p9213d. Device evaluation: the device was returned with the tissue pad damaged, melted and 100% present. The blade tip was not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic nephrectomy procedure the "burner seat came detached" and the "plastic part split open while being used". It was unknown if anything had fallen off of the device or if anything had to be retrieved from the patient. Procedure was completed with another device of the same product code. There were no patient consequences reported.